Event description:
The pt reportedly experienced loss of sound during use of his cochlear implant. External equipment was exchanged and programming changes were made. However, the issue was not resolved. Device revision surgery will be scheduled.